Event description:
This spontaneous device case, which does not involve an adverse event, reported by a consumer, concerns a (B)(6) male pt of unk origin. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6) 2009, the humapen ergo teal/clear pen body (lot 060a05) with a clear cartridge holder attached (unk lot number) was reported to have the dose knob or too loose or too hard (not specified in the source document). On (B)(6) 2009, this humapen ergo teal/clear pen body with a clear cartridge holder attached was received by the MFR and it was found that both engagement tabs were broken. This humapen ergo teal/clear pen body with clear cartridge holder attached is associated with (B)(4). The operator of the device was not specified, but the operator was trained by a physician. The pt had used the reported device for more than two years. This is the first device used by the pt. The return of the device is anticipated. It was unk if the humapen ergo teal/clear pen body with a clear cartridge holder attached, was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.